Manufacturer narrative:
The ECG data (strip chart) from the event was returned and evaluated. Evaluation found that the baseline of the ECG deviated from the qrs complexes available within the analysis algorithm. The waveform established a low amplitude below 100 millivolts resulting in a "no shock advised" determination. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated three manual shocks were administered to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.